Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall over the proximal markerband was revealed. There was a scratch to the left and right of the pinhole. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The reported crossing difficulty cannot be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on march 20, 2017. It was reported that crossing difficulties were encountered. The target lesion was located in severely calcified vessel. A 3.00mm x 8mm nc emerge® balloon catheter was advanced for dilatation. However, insertion resistance was encountered and the device was unable to cross the lesion. The procedure was completed. No patient complications were reported. However, returned device analysis revealed balloon pinhole.